Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, with a low of 64 mg/dl after a usual breakfast meal announcement, self-treated with oral glucose tablets, followed by milk and cereal intake that was associated with a subsequent high up to 194 mg/dl. Symptoms included hypoglycemia without reported loss of consciousness, dizziness, or other acute sequelae. Outcomes included temporary low and high blood glucose outside the target range that resolved with user-initiated oral glucose. Investigation included customer interview, complaint record review, and review of reported event details. Investigation of this case revealed no device alerts or alarms and no device malfunction reported, and the cause of the hypoglycemia and subsequent hyperglycemia remained unclear. It was concluded that the event was consistent with user-managed hypoglycemia with subsequent rebound hyperglycemia, with no evidence of device failure and cause undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.